Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of ngar2185 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was removed due to inability in water suction. The catheter was removed without any resistance, but the balloon retained no water. The device had been placed for about 2 months.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the balloon was confirmed, and the damage appears to be use related. One 20fr tri-funnel replacement device was returned for investigation. The returned device revealed evidence of use. Residue was observed throughout the feeding device. The balloon was discolored and misshapen. A split was observed in the balloon material, which prevented inflation of the balloon. A tactual investigation revealed that the balloon felt brittle, which appears to be attributable to the residue found on the balloon. The split in the balloon could be attributable to a combination of overpressurization and material degradation. It was reported that the balloon was in use for 2 months. The product IFU states, ¿for optimal performance, the bard tri-funnel tube should be replaced every 30 days or as required to ensure balloon patency and an unoccluded tube lumen.¿

Event description:
It was reported that the catheter was removed due to inability in water suction. The catheter was removed without any resistance, but the balloon retained no water. The device had been placed for about 2 months.